Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic broke off while the lens was being inserted into the eye. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.